Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that "massive air bubbles were observed in the drain line" of a prismaflex m100 set approximately six (6) hours after the start of continuous renal replacement therapy. Additionally, a "hairline crack was identified at the potential equalization connection point". There was no report of patient injury or medical intervention associated with this event. No additional information is available.